Event description:
Home pt (hp) reports removing bag and respiking it onto same spike of homechoice set while troubleshooting an alarm situation during apd treatment. Hp was advised to discontiue treatment at that time and set up new supplies. No pt injury or medical intervention was reported by unit rn.